Manufacturer narrative:
The hill-rom technician found the seat bed exit strip was the issue. Per the hill-rom user manual, warning: the patient position monitor is not intended as a substitute for good nursing practices. It must be used in conjunction with sound patient risk assessment and protocol to prevent personal injury. Per the hill-rom user manual the advanta bed must be zeroed for the out of bed mode to work properly. For bed with scales, follow the instructions for zeroing the scale. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013, 2014 and 2016. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the seat bed exit strip to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the bed exit would not work. The bed was located in the warehouse at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).